Event description:
Reporter indicated that patient's normal mode output current was increased from 0.75ma to 1.0ma and magnet mode output current was increased from 1.25ma to 1.5ma at office visit in 2002. Three days later, the patient reported that they could not tolerate the higher settings. The physician recommended that the patient tape their magnet over the device to temporarily stop stimulation until the patient could be seen in the office again. The patient reported that the device seemed to be continuously stimulating while the magnet was taped over it. The patient was seen by physician 11 days later, who reduced both the normal mode and magnet mode output current back to previous settings. The patient is reportedly doing fine following these parameter adjustments. The physician was unsure whether the patient had securely taped the magnet over the device when trying to temporarily stop stimulation. If the magnet was not securely taped over the device, it is possible that the patient may have inadvertently activated the device (like a magnet swipe) with normal movement. Attempts to obtain additional information have been unsuccessful to date.